Manufacturer narrative:
A ge service rep performed an on site investigation. No conclusion can be drawn as repair info is unavailable.

Event description:
The fse reported that the cine angiography function was not operating. A loss of cine, subtraction, road-mapping, or other critical vascular functions could result in delay or termination/rescheduling of an interventional procedure. There was no pt injury or death reported.